Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary 7 drawer devices had failed and were not detected on the bus. The affected drawers included half-height drawers 1.1, 1.2, 2.1, 2.2, 3.1, 3.2, 4.1, 4.2, and 5.2, as well as full-height drawers 6 and 7. Additionally, tower doors 1 and 3 were also off the bus. A field service engineer reseated all cables connected to the communication sled, along with all pyxibus cables between the cabinets and the main station. Pyxibus cables within auxiliary 7 were also reseated. After bringing the device back online, the issue was resolved, and all drawers were successfully tested using the test application. When the production software was launched, only upper doors 1 and 3 initially failed. These were recovered using the recovery screen, and subsequent testing confirmed full functionality with no further errors. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer was failed to detect on bus. The customer reported that the malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.